Event description:
Drill tip broke off during an arthroscopic capsular procedure. Halfway into the procedure the surgeon used the drill bit to facilitate placement of the screw at which point the tip broke off and fell into the edge of the articualr cartilage. The tip was easily retrieved within 5 minutes. No pt injury.